Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). No expiration or manufacturing date information is available at this time. Associated medwatch: 1221934-2016-10569.

Event description:
Patient programmed for reconstruction of anterior cruciate ligament. Tunnels are made for graft passage and it is decided to use rigidiloop xl and 15mm in length since the lateral cortical is affected by perforation with the femoral cutter. It is mounted graft in implants and is passed through the tunnel, then is tested for implant tension, and the graft is pulled, it is at this moment where graft leaves the tunnel with rigidiloop implant of 15mm and xl gets between tissues without being able to be recovered, the specialist decides to fix graft with miracle screws with a delay of 15 minutes.

Manufacturer narrative:
The complaint device is not available for a physical evaluation. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. A DHR review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).